Event description:
As reported by the edwards clinical specialist (cs), during device preparation for the transapical tavr procedure, a small pinhole contrast leak coming out of the tip of the balloon was noted. Per report, there were no issues with the balloon during sizing. A new device was opened and the case was able to be completed without further complications. Additional information provided by the clinical specialist (cs), indicated that the leak was noticed after the valve was crimped. During device preparation they tried to remove fluid caught in the tip of the balloon, however, as the atrion syringe was locked, the thought was the pressure exerted on the balloon against a closed / pressured system may have contributed to the leak.

Manufacturer narrative:
Result: the complaint was not confirmed. Preliminary investigation did not reveal a leak. No pin holes were observed. Follow up examination pending.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The ascendra delivery device was returned to edwards lifesciences for evaluation. Visual and functional analyses were performed. During the initial product evaluation, pre-decontamination, visual inspection did not reveal any tears or any other visual abnormalities on the balloon. The balloon was inflated to remove the crimped valve. No leaks were observed on the device. The delivery system was then de-aired successfully with no leaks observed anywhere on the device. No damage was observed on the balloon. Post decontamination, the delivery system was successfully able to be de-aired and inflated to full size. No leaks were observed. The balloon was then inspected under at least 2x magnification for pinholes or any other abnormalities, but none were found. The delivery system was air leak tested and the device passed all trials of the air leak test as the leak decay was within specifications set forth by internal procedures. Review of the complaint history revealed no similar complaints related to the reported event. The complaint of a leak was not confirmed. The delivery system was de-aired successfully and air leak tested with no leaks observed. There was no indication of a manufacturing non-conformance on the returned device. It is currently unknown what caused the reported complaint as engineering was not able to confirm the issue. However, it should be noted that the balloon component is 100% inspected for defects. Every balloon is 100% air leak tested prior to balloon folding and balloon cover placement procedures and after balloon folding/balloon cover placement. These inspections make it unlikely that a manufacturing non-conformance could have contributed to the reported issue. The complaint was not confirmed. No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the april 2013 control limits for this failure mode. Therefore, no preventive or corrective action is required.